Event description:
The customer reported to olympus that the camera head had screen display error e226. The issue was found during preparation before use inspection in a therapeutic video-assisted thoracic surgery (vats) procedure. The procedure was completed with another similar device and there were no reported delays. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following sections were corrected: d4. Based on the results of the investigation, the device was not returned to olympus and the customer¿s allegation was not confirmed. The root cause could not be identified. E226 error is the error that occurs when abnormality occurs on the communication between the endoscopes and processors (¿when abnormality occurs: how to tell the abnormality and how to handle it, otv-s300 instruction manual, chapter 10, section 10.2.). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.